Manufacturer narrative:
The system used in this event was due for preventative maintenance (pm) in (B)(6) 2015, however, the service was not completed. A formal letter was sent to the distributor notifying that the system should not be used until the service was completed. Following the event in this MDR, the system was serviced, the pm parts were replaced, and the system was left in proper working order.

Event description:
During a renal cryoablation procedure, gas flow stopped after 3 minutes of treatment with 6 icerods. The customer tried to plug the needles into different channels on the system, but experienced the same result. The procedure was not completed successfully, however, there was not direct injury to the patient.